Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va04kkk, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported not being able to urinate for the past week. Additionally, the stimulation was hurting in the patient's tailbone. The implantable neurostimulator (ins) had programs 1 and 2, but the patient could not get to programs 3 and 4. It was noted that the patient did not have an antenna and placed the programmer over their implant. When increasing the settings, the stimulation hurt the patient. It was stated that it still hurt and was hurting the patient's tailbone. The patient reportedly changed to program 4 at 1.6v and they tried at 1.8v, but it hurt. The patient was going to try to leave it on 4 and monitor symptoms. It was noted that the patient had been having problems for the past week and had no falls. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.